Event description:
Pt was revised to address poly wear and malpositioning of cup (right side). Osteolysis was also reported.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the known product and lot code since its release for distribution. Although unavailable for eval, it would not be unreasonable to expect poly material wear after approx 11 years of implantation. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.